Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02058. The pt rec'd two percutaneous leads (from the same lot) as part of his scs system. It was reported the pt had redness and swelling at the incision site in his back. The physician removed the pt's scs system on (B)(6) 2012 and also noted infection at the ipg site. Culture results showed (B)(6) infection and the pt was treated with oral antibiotics. F/u indicated the pt's condition had improved and the wound was clean, dry and intact.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.